Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a patient reported symptoms of chill, body aches, rigor and elevated temperature after the initiation of the patient¿s hemodialysis (hd) treatment. The patient was given one time doses of tylenol (650mg, intravenous route) and benadryl (25mg, intravenous route). The patient¿s treatment was paused, the dialyzer was replaced, and they completed treatment on the same machine with the new dialyzer. The patient was restarted on the same machine and treatment completed successfully with new supplies. It was later determined that the catheter tip (a non-fresenius product) tested positive for bacterial cultures. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: patient initials and gender added to section the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Checked required medical intervention yes. The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
Based on the information available, there is no documentation or indication a fresenius product or device caused or contributed to a serious adverse patient event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
There was one approved temporary deviation notice reported on the lot, which was unrelated to the complaint event.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The dialyzer sample was returned used with evidence of blood exposure. As such, other testing (e.g. Pyrogen testing, sodium clearance, performance, etc.) Could not be performed for reasons of possible of cross-contamination within other departments of the manufacturing facility. However, the dialyzer was subjected to a laboratory bubble point test where no internal leak was observed. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.